Event description:
During a review of programming history on (B)(6) 2013, it was noted that a faulted system diagnostic test occurred on (B)(6) 2012. The change in settings was found and corrected on (B)(6) 2012. No adverse events have been reported as a result of this event. High impedance is captured in MFR. Report # 1644487-2013-01066.

Manufacturer narrative:
Analysis of programming history